Manufacturer narrative:
Once the sample is received, an investigation will be completed per our procedures and once complete the results will be forwarded to the FDA in a follow up MDR.

Event description:
PICC insertion procedure just completed, and writer was then peeling back introducer but introducer broke instead of pealed back as it was supposed to , broke/snapped off where green part joins sheath no way to remove sheath with PICC line in place. Writer had to peel back sheath with gloved nail to get it to peel away. Successfully got line inserted despite problem with introducer. No harm to patient.